Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, syringe 10 ml saline, broken flange during use. The following was provided by the initial reporter: the patient was admitted for treatment of cervical spondylosis. At 09:00 on (B)(6), 2026, after the intravenous infusion was completed, the nurse used a prefilled syringe to seal the catheter. While using the prefilled syringe to seal the catheter, the nurse noticed that the wing on the syringe¿s handle had broken off and was damaged, so she immediately replaced it.